Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with episodes of noise on the atrial channel. The issue would be monitored at the time being. No consequence for the patient before, during or after the issue.